Event description:
The customer reported that the system will not boot. No patient injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare (B) (4). The ge service rep found that the rtos was not getting an ip from the gpos. The gpos will not offer dhcp, the gpos was not booting fully. The rep ordered a gpos and reloaded the software. He reload the -06 software disks 2 not bootable and tried several disks but only version that was bootable was -03, wrong. He verified the system would boot and load software, reordered (B) (4) software, escalated parts issue. On 12-11-08, the rep installed the correct (B) (4) software, reinstalled the calibration files, called touch screen, formatted cine drive, setup dicom config, and tested the system. The system was fully functional.